Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user changed all the supplies on (B)(6) 2017 and experienced an elevated blood glucose (bg) level of 488 mg/dl on (B)(6) 2017. The user placed a new site on (B)(6) 2017. The user was hospitalized on (B)(6) 2017 and was treated with intravenous insulin/fluids. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.